Event description:
It was reported that the coiled cap of a small volume folfusor cracked. This occurred during filling of the device. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). Manufacturing date - january 16, 2014 to january 17, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.